Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed an increase in reactive results for multiple assays on the alinity I processing module. The following data was provided. Sid (B)(6), (B)(6) 2022. Alinity I syphilis result 2.42 s/co reactive, roche and diasorin methods nonreactive. Sid (B)(6), (B)(6) 2022. Alinity I cmv igm result 3.32 index positive, diasorin method negative. No adverse impact to patient management was reported.

Manufacturer narrative:
Service inspected the module, performed troubleshooting procedures, and also identified possible issues with the deionizer of the lab¿s millipore water system. Service indicated the initial reactive levels returned to the expected levels after maintenance was performed on the water system deionizer. The alinity I serial number (B)(6) was considered to be the likely cause of the elevated results. An instrument service history review revealed no additional erratic or discrepant patient results for (B)(6). No additional discrepant results were documented after module service. Trending review determined no adverse trend for the issue for the product. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no deficiency was identified.